Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46011. No adverse effects were reported.

Manufacturer narrative:
H6: additional information was received indicating that there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available. To further investigate, a functional test was performed. Customer reported problem was duplicated. The pump was found to be displaying "46011" error code alarm message during the investigation. The faulty microprocessor unit board will be replaced.